Event description:
The auralis system, consisting of a pump and mattress, was returned to the arjo hygiene center following an allegation of mattress deflation. During inspection, the arjo technician found that one of the power plug pins was missing. The area where the pin had detached showed signs of burning. No mattress failure was found. There was no indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
Based on consultation with the manufacturer, the external forces exerted on the power cord during use may have caused stress to the power plug. This stress could have led to damage and loosening of the pin and its detachment, which in turn resulted in a short circuit and the observed burning marks. However, due to limited information regarding the circumstances under which the damage occurred, the root cause cannot be conclusively determined. The instructions for use (IFU) for the auralis system (document 04.ai.00en_08) state in the care and preventive maintenance section that users should ¿visually check all electrical connections and the power cable for signs of excessive wear or damage¿ before every use, or weekly in the case of long-term use. Although mattress deflation was alleged by the facility, no issues other than the power plug failure were identified during device evaluation. There is no indication that the arjo device was in use for patient treatment at the time of the event. The device failed to meet specifications due to the power cord malfunction. The complaint was decided to be reportable due to the allegation of burning marks inside the plug. Sections: b5, h6, h10 were updated.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report. D4. UDI: the device is distributed outside the us and no gudid information exists.

Event description:
The auralis system, consisting of a pump and mattress, was returned to the arjo hygiene center following an allegation of mattress deflation. During inspection, the arjo technician found that one of the power plug pins was missing. The area where the pin had detached showed signs of burning. There was no indication regarding patient involvement. No injury was claimed.